Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of cerebrovascular accident (stroke) is a known adverse event listed in the xact instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: after the procedure. It was reported via a trial that after an uneventful stenting in the right internal carotid artery (rca) with the xact stent, the patient experienced dysarthria and restlessness that was diagnosed as a stroke. An MRI found multiple subacute infarcts. Prior to the nav6 deployment, the patient was prophylactically given atropine. Bradycardia did not occur during the procedure. Two minutes after post dilatation of the xact stent, the patient experienced hypotension prior to the insertion of the retrieval catheter and removal of the nav6. A normal saline intravenous bolus was given to the patient after the procedure for treatment of the hypotension. No further medical treatment was given for the hypotension. The patient's condition has improved, but is continuing. The patient was discharged home 7 days after the procedure. There was no additional information provided.